Event description:
It was reported that the patient underwent magnetic resonance imaging, which caused the implantable cardioverter defibrillator (ICD) to enter backup vvi mode. The ICD was successfully reset and restored to nominal settings. The patient was stable.